Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they felt sick and was vomiting all night. The customer reported experiencing a high blood glucose of 564 mg/dl at the time of incident. Customer attempted to treat their blood glucose with manual injections and the insulin pump. The customer reported visiting urgent care due to their high blood glucose. The customer stated their blood glucose was 569 mg/dl at the time of admission. Customer stated they were treated with manual injections and fluids for their blood glucose. Troubleshooting did not find any leaks or air bubbles present. The customer's blood glucose was 383 mg/dl at the time of the call. The customer declined to return the insulin pump for analysis.